Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occured. The target lesion was located in the non-tortuous right coronary artery (rca). The physician advanced a 2.75 x 16 mm taxus express2 drug eluting stent, however, the taxus stent was unable to cross the lesion. Upon removal the taxus stent appeared damaged. The procedure was successfully completed with another 2.75 x 16mm taxus stent. No pt complications were reported.